Event description:
The patient experienced a shocking sensation when the stimulation was turned on. The shocking sensation in the bicycle seat area occurred while laying down or when she sits in the car. Incontinence returned for the past couple days which seemed to correlate with decreased amplitudes. She decreased her device from 2.1 to 1.35 on program 4. She changed to program 1 at 1.4 and the stimulation was more comfortable. She felt that this new setting won't help her symptoms. The stimulation was still too strong and gave her a vibrating sensation when she got into an elevator. Additional information has been requested.

Manufacturer narrative:
Lead model 3093-28 lot# v583008 implanted: (B)(6) 2010 explanted: na. Programmer model 3037 serial# (B)(4).

Event description:
The patient has to occasionally increase her therapy. She still had concerns regarding her device/therapy, but was working with her doctor. It was noted that her appointments with her doctor were not too often.